Manufacturer narrative:
Additional information was received that the patient will undergo a full system revision. It was also reported that the patient had charging issue.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the initial plan was to replace the entire system. However, only the ipg was replaced as the physician was not able to remove the paddle lead due to excessive scarring. The new ipg was connected to the old lead. During the revision, high impedances were noted on six contacts but upon postoperative programming only three contacts showed high impedances. The physician suspected malfunction on the ipg because the patient could not charge after an MRI. Lead damage was also suspected but could not be removed due to excessive scarring.

Event description:
A report was received that the patient was experiencing burning pain and increasingly strong tingling sensation on the entire arm after mistakenly getting a magnetic resonance imaging scan (MRI). It was also reported that the pain followed the tail track from the lead to the ipg. X-ray was taken and showed no evidence of fracture. Database analysis revealed no anomalies. The physician prescribed additional pain medications for the burning pain.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the complaint of uncomfortable stimulation was confirmed. It was determined that electrodes #e29 and #e17 were shorted to the vh node inside the slave asic (u3). This damage caused excessive charge to be deposited on the output capacitors, leading to discomfort for the patient when stimulation was switched on. Root cause of the damage was not determined. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum current and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate of 5mv per day, which is within the expected range. Device exhibited normal charging and discharging characteristics. The complaint of an impedance anomaly was confirmed. The short between electrodes #e29 and #e17 and vh caused the readings to be low, even with no load attached. Investigation established that complaint started right after the reported use of MRI in a procedure performed on this patient. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing burning pain and increasingly strong tingling sensation on the entire arm after mistakenly getting a magnetic resonance imaging scan (MRI). It was also reported that the pain followed the tail track from the lead to the ipg. X-ray was taken and showed no evidence of fracture. Database analysis revealed no anomalies. The physician prescribed additional pain medications for the burning pain.

Event description:
A report was received that the patient was experiencing burning pain and increasingly strong tingling sensation on the entire arm after mistakenly getting a magnetic resonance imaging scan (MRI). It was also reported that the pain followed the tail track from the lead to the ipg. X-ray was taken and showed no evidence of fracture. Database analysis revealed no anomalies. The physician prescribed additional pain medications for the burning pain.

Manufacturer narrative:
Additional information was received that the there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing burning pain and increasingly strong tingling sensation on the entire arm after mistakenly getting a magnetic resonance imaging scan (MRI). It was also reported that the pain followed the tail track from the lead to the ipg. X-ray was taken and showed no evidence of fracture. Database analysis revealed no anomalies. The physician prescribed additional pain medications for the burning pain.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing burning pain and increasingly strong tingling sensation on the entire arm after mistakenly getting a magnetic resonance imaging scan (MRI). It was also reported that the pain followed the tail track from the lead to the ipg. X-ray was taken and showed no evidence of fracture. Database analysis revealed no anomalies. The physician prescribed additional pain medications for the burning pain.